Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer was kept failing. A field service engineer replaced the cubie drawer controller boards and reseated the rowboard cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was not detected on bus. The customer reported that there was a delay in dispensing medications to the patients. There were no adverse events or injuries reported based on this event.